Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a death had occurred. A percutaneous coronary intervention was being performed in the left anterior descending artery (lad). Two synergy stents were successfully placed without issue. The issue arose as a third synergy stent was being placed in the patient. The stent was deployed and the stent balloon got caught in one of the two proximal stents. The physician was not able to get it out. The physician eventually pulled the shaft out, but the balloon itself, was hung up on a proximal stent. The physician then used another non-bsc stent to tack the remaining balloon fragment against the sidewall of the vessel. Overall, the lad was stented from the left main ostium down through the mid/distal portion of the lad. After this was performed, it was noted that the vessel had good flow. Despite this success, the patient passed away the following day. The cause of death is currently unknown. No autopsy was performed, but the physician did reiterate that the patient had good flow through the artery.